Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was examined by a third party service center. The service technician reports the device has a broken power cord that will need to be replaced. No patient harm or injury. No medical intervention required. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in relation to an everflo oxygen concentrator. The device was examined by a third party service center. The service technician reports the device has a broken power cord that will need to be replaced. No patient harm or injury. No medical intervention required. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. This allegation has been determined to be not reportable at this time.